Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-1595tc, batch 15503636, that displays a broken tip of the device. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1595tc drl pin, acl t-rope closed eyelet,4mm spade tip pins broke in the femur. This was discovered during an acl reconstruction and the fragments were retrieved.